Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness/ lightheadedness/ pre syncope/ and low blood pressure. Possible oversensing was noted on the right atrial (ra) lead. Possible electromagnetic interference was noted. The lead remains in use. No further patient complications have been reported as a result of this event.